Event description:
Re: 5-fu pump failure. Issue: secure-flow, disposable silicone balloon infuser not infusing at specified manufacturer rate or stops infusing/fails before infusion completed. Secure-flow - disposable silicone balloon infuser- continuous type vol: 100 ml flow: 2 ml/hr. Model c0020m latex-free, dehp-free, manufactured by: woo yong medical co. Lot# adhlr22. A 5-fu elastic 48 hour pump-above-, used to deliver a continuous infusion of 5-fu drug at 2 ml/hr, failure documented when patient came back into infusion center for pump disconnection. In 2009 1330 hour, pump started with 100 ml of drug. Two days later, 1445 hour pump, documented to have approx 70 ml of drug remaining. The pump should only had approx 4 ml of drug remaining after 48 hours if it was infusing at the manufacturer's specifications of 2ml/hr x 48 hours. Pump did not deliver drug as specified by manufacturer leading to the patient not completing current cycle of chemotherapy. Unknown if this affected patient outcomes. Dates of use: 2009. Diagnosis or reason for use: chemotherapy folfox4.